Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that interrogation of this device was successful and battery status was confirmed to be stable. Telemetry was subsequently lost and could not be re-established and a message was generated stating no devices were found. Two programmers were utilized without subsequent success. A 60/60 magnet reset resulted in successful re-interrogation of the device. No adverse patient effects were reported.